Event description:
Healthcare professional (hcp) reports three incidents of blood leaks with the psn 210 dialyzer. Incidents occurred during treatments and were noted on leak alarms. All of the blood leaks were verified with positive hemastix. No other info provided by hcp.